Event description:
The customer reported that the system had a communication failure and locked up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connector was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.